Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a progav 2.0 shuntsystem (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system experienced an unspecified malfunction. The patient underwent a revision procedure on an unknown date. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.